Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to communicate with an electrode belt. The cause for the communication failure was isolated to bent pulse pins in the monitor's electrode belt receptacle. The root cause for the bent pins could not be positively identified. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an intermittent open pulse wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the damaged monitor or electrode belt.

Event description:
During servicing of a monitor and electrode belt which were returned for investigation into a non-reportable patient death, reportable malfunctions were found. Monitor sn (B)(4) and electrode belt sn (B)(4) failed incoming functional testing.